Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter's charger was not working properly. Customer's blood glucose level was 38 mg/dl. She treated with soda and some candy. The device was not returned.